Manufacturer narrative:
Continuation of d10: product ID 97745ac serial# unknown product type accessory product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that in may they went to have an MRI and since the MRI they have been unable to turn on their controller. The controller is blank and unresponsive. Caller has tried to plug it into the ac power supply but the controller does not charge. Caller has been unable to turn stimulation back on since the MRI because the controller has been unresponsive. Agent walked caller through removing the battery pack and plugging controller into the ac power cord. Caller reported the controller did not power on. Agent had caller check the ac power supply and caller reported the green light was not on. Agent had caller try another wall outlet but the green light did not turn on; bad ac power supply. The issue was not resolved. An email was sent to the repair department to replace the ac power supply. No sympto ms were reported.